Event description:
It was reported that this implantable pulse generator emitted beeping tones. Device declared a fault code-1003 indicative to voltage too low for remaining capacity. A safe replacement interval was calculated. As result the patient underwent a surgical intervention wherein the device was extracted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This correction report was sent to correct the patient code 3191 that captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pulse generator emitted beeping tones. Device declared a fault code-1003 indicative to voltage too low for remaining capacity. A safe replacement interval was calculated. As result the patient underwent a surgical intervention wherein the device was extracted and replaced. No additional adverse patient effects were reported.